Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the patient came in the operation room with overdose symptom. The hospital wanted the pump turned completely off ¿killed¿ however, the company representative explained to them that we could set the pump into minimum rate, that would be a non-therapeutic dose and that way the pump could be turned back on if it turns out to be something else. If needed, we could permanently stop the pump later. The patient came in the doctor office and the contents was removed and got 40 cc¿s out of it. The pump was refilled on (B)(6) 2025, and later that same day, it was set to minimum rate. The 40-cc removed confirmed that there was no pocket fill, and all the medications were all in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl via an implantable pump for non-malignanat pain indications for use. It was reported that the patient had what appeared to be a pocket fill ¿today¿ and had to go to the emergency room (ER). The company representative (rep) stated that the patient wanted the pump off and removed because she did not want to go through that again. They programmed the pump to minimum rate mode to give the patient sometime to confirm that she wanted the pump turned off. The technical services (ts) provided pump off code; however, it is unclear at this time if the pump will be shut off. The rep mentioned prior to minimum rate, the patient was getting 2.003 mg/day in simple continuous.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.